Event description:
It was reported that four days post-implant, during a routine follow up while the patient was still in hospital, the rounding physician noticed that the telemetry looked "suspicious". The subsequent x-ray showed that the right atrial (ra) lead had become dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2014. (B)(4).